Event description:
Patient taking home medications of asa and coumadin as prescribed with inr's in therapeutic ranges. On (B)(6) patient noted hemoglobinuria. On (B)(6) ldh in 500's at osh. On (B)(6) patient called and presented for admission with ldh of 1433 and subtherapeutic inr of 1.8. Heparin drip started. On (B)(6) CT scan negative for thrombus. Speed study performed and lvad speed optimized on (B)(6). On (B)(6) pi events with power spikes of 7.8-8 and increased flows noted. On (B)(6) patients lvad speed dropped as low as 710 rpm from baseline of 9600 with several low flow alarms. On (B)(6) lvad exchanged with thrombus noted on visual inspection.